Event description:
Additional information was received, it was reported the caller stated that the patient's remote is no longer active and the device is not active.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via friend/family member who was implanted with an implantable neurostimulator (ins) for spinal pain. The reason for call was caller reported pt hasn't used their device in about 3 years and pt attempted to charge their device earlier this year and it wouldn't charge. Patient services (ps) suspects possible overdischarge and reviewed information with caller. Caller stated pt now needs an MRI of their prostate and the MRI facility won't schedule to MRI until they have confirmation on whether or not pt is eligible with their device. Caller also commented that pt only used their therapy for about a year after it was implanted. Caller added that pt had an MRI of their lumbar done about 3 years ago and was able to put their device in MRI mode. The patient reported they haven't been able to turn ins on "for a while" (no specific date was given) and they can't put ins into MRI mode.  The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported. Additional information was received. It was reported the ins had died and it may have been over discharged once or twice but the caller was not sure. It was noted the patient would likely have the ins replaced eventually for an elective upgrade. The patient had not used their ins for a couple of months and the caller noted the patient may have been walked through a jump started over the phone previously. The caller was planning on meeting the (B)(4): additional information was received from the patient's friend or family member and the healthcare provider (hcp) and it was reported that the patient (pt) met with the manufacturing representative (rep) to confirm that the ins was not operable and said the rep filled out the MRI eligibility form but did not sign it. It was reviewed the hcp should sign it. Another hcp reported ins is "dead" and he is unable to access the ins with the pt controller. Rep reported that this patient was seen (B)(6) in which we attempted to jump start ipg without success. This patient was able to find an MRI facility to do the scan and will consider replacement down the road.